Manufacturer narrative:
Batch review performed on 04-dec-2025. Liner: mpact 01.32.3644hct flat pe hc liner d 36/e (k103721) lot 2508313: (B)(4) items manufactured and released on 10-jul-2025 expiration date: 2030-06-19. No anomalies found related to the problem. To date, 105 items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2515749: (B)(4) items manufactured and released on 25-jun-2025 expiration date: 2030-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 months from primary, the patient came in due to an infection. The surgeon performed a washout with a head and liner swap. The surgery was completed successfully.